Event description:
This belos ICD was implanted in a man and was found deceased in the bathroom. For the moment, it is not known if he was suffering from any other diseases. According to the police report, nothing indicated that he was suffering palpitations or anything similar. But the deceased talked of headache the day before his death. No notes of drug abuse. The microscopy analysis, is not yet complete, but the heart looked enlarged (450 g) and somewhat floppy. The electrode was fastened in the rv trabecula and seemed to be well in place.